Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the ar-600rzh, completely broke off during the case. The case was completed by using another ar-600rzh without further issue. No patient harm .

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-600rzh, sn (B)(6) reamer attachment was received for investigation. Visual inspection identified that the zh attachment had broken into two pieces, with heavy corrosion present at the breakage sites. Metal fatigue was present, as both sections of the ar-6000rzh were chipped and cracked. A review of the device history record associated with the complaint serial number identified that the device was manufactured in 2015. This is in agreement with the condition of the fragmented device received, as previously detailed. As such, the most likely cause of the event is consistent with breakage due to wear and tear damage accumulated over repeated usage of the device.